Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient did not want to pay for an additional follow up appointment due to a suspected performance issue with this electrode. No adverse patient effects were reported.